Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer was reported via phone call that, the customer received with critical pump error. The blood glucose was 7.5 mmol/l at the time of the incident. Troubleshooting steps were guided for critical pump error. Customer advised to replace the insulin pump and refer to back up plan. The pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No critical pump error (open book image) noted during testing. However, during visual inspection the electronic assembly and motor had moisture damage.